Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges smelt like burnt rubber and was hot to touch and not working at all. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 12/12/2023 and section h11 should be reported as: the patient reported to philips that while using the dream station 2 advanced auto CPAP alleges smelt like burnt rubber and was hot to touch and not working at all. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed the power supply had potential mineral deposit spots on it. The water tank had potential mineral deposit contamination. Outside of the rear enclosure panel had potential mineral deposit spots on it. Air inlet/outlet seal had potential mineral deposit spots on it. The ui (users interface) flex ribbon cable had a potential mineral deposit stain on it. The back of the ui display panel had burn marks on it. Inside of the rear enclosure panel had potential mineral deposit spots on it, indicating potential water ingress. Also, there were a couple places of corrosion on the inside of the rear enclosure panel. Heater plate had unknown contamination on it. On the pca (printed circuit assembly), q3 (phase b) of the motor circuitry, and surrounding components were blown apart and had potential mineral deposit stains and corrosion, indicating potential water ingress. On the pca (printed circuit assembly), q2 (phase a) of the motor circuitry and surrounding components had potential mineral deposits and corrosion. D21 and the surrounding area had potential mineral deposits and corrosion. The pca had a significant burn mark on the underside of the pca at the vias directly below q3 and brown corrosion stains. Air inlet/outlet seal had potential mineral deposits on it. Blower box lid had white unknown contamination on it. Light dust-like contamination on the top and the bottom of the blower motor. Blower motor had potential mineral deposit spots on the bottom of the blower motor, inside the blower motor, and in the bottom of the blower box, indicating potential water ingress. Potential mineral deposit spots in the bottom of the enclosure. Potential mineral deposit spots in the bottom of the enclosure under the heater plate and on the heater plate spring. Slight unknown dust-like white contamination at the air inlet of the blower box. Iso port tube of the middle enclosure had a black burn mark on it and was partially melted. Also, there was significant potential mineral deposit stains on and in the iso port tube. The manufacturer was able to confirm the complaint of the device not powering on and an electrical odor. Care orchestrator data and error log information were not able to be retrieved. Box d and h was updated in this report.